Manufacturer narrative:
Follow-up #1 11/14/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no history for the time of complaint was available due to continued patient use. A review of the total daily dose history for the available date range of (B)(6) 2011 to the end of pump use on (B)(6) 2011 showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to delivering within specifications.

Event description:
It was reported that the pt presented at urgent care with elevated blood glucose levels, nausea, vomiting, shortness of breath, dehydration, and that the ketone test performed was positive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. The pt's blood glucose remained elevated after supplemental insulin injections. Pump settings and delivery history were reviewed and confirmed as accurate. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.